Event description:
A customer reported that their pump's screen was dark and would not turn on. Their blood glucose level at the time was 6.3 mmol/l, which is within the normal range. Technical support confirmed the pump was still under warranty and, after troubleshooting steps failed to resolve the issue, arranged to replace the pump. The customer was advised to contact their healthcare provider for backup therapy in the meantime, as they did not have an alternate method to ensure uninterrupted insulin delivery. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic device within ten days using a prepaid label.